Event description:
It was reported that during the breast biopsy, a green cable error occurred. The probe was replaced twice, but the error code continued. The case was aborted.

Manufacturer narrative:
The holster was returned to the analysis site due to it was reported that during a procedure, a green cable error occurred. The analysis results confirmed that during testing, the green cable appeared worn. The green cable was replaced to correct the issue. The device history record has been reviewed and has passed qa inspection.